Event description:
It was reported that the patient has a crack on the battery and received a no delivery alarm. Her insulin pump woke her up and realized that she ran out of insulin. While changing her set, she received a no delivery alarm. At the time of the incident, the patient does not know what her blood glucose level was. During troubleshooting, the patient was assisted with changing the set and/or reservoir. Patient stated that insulin did not exit the tubing. Patient had another infusion set to test with her current reservoir and insulin still did not exit tubing. She had another reservoir to test. Advised her to rewind the pump and to place reservoir in pump and run a manual prime to at least 5.0 units. She states that the pump did not alarm no delivery. The patient was advised that changing the reservoir resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.